Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid and the wash block overflowed, which resulted in contamination of the reagents on board the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and /or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and determined that the probe was bent. Replacement of the probe and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).